Event description:
Complainant alleged that during the incoming inspection of the device, it intermittently powered off by itself. The complainant indicated there was no pt involvement in the reported malfunction.